Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the light guide cable coating damage, the distal body broken, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the electrical pin connector pin bend , the lg connector deformed, the operation channel (primary) leak, the bending rubber leak, the objective lens scratched, the junction case loose, and the down pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).